Manufacturer narrative:
Mindray service representatives could not duplicate the issue.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have resulted in a loss of ECG monitoring. No pt injury was reported.